Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was experiencing shocking and heating at ipg site. To address the issue, surgical intervention was taken to explant and replace the ipg. Therapy was restored.